Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Same case as 6000093-2006-02714. It was reported that 600 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Lesion 1 was a 2.5mm, 60% stenosed, 10mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 2.50x24mm study stent. Lesion 2 was a 2.75mm, 90% stenosed, 20mm long portion of the proximal left anterior descending (post lad) artery. The physician treated the lesion with direct stent placement of a 2.75x28mm taxus express study stent overlapping the stent placed in the mid lad by 1mm. There were no reported complications. The pt was discharged the next day on ticlid and aspirin. Six hundred days after the initial procedure, the pt required a tvr. The physician placed a non bsc stent in the mid and proximal lad to treat restenosis. The pt was discharged the next day.